Event description:
A malfunction was reported on a customer's pump, but there was no adverse impact to the customer's blood glucose level. The reset was successful, the malfunction code did not recur, and the customer was able to continue using the pump.